Manufacturer narrative:
A review of the device history records was conducted and no similar concerns were found. The returned device was test fired and worked as designed. The pincer on the needle set was damaged and the device would be unable to acquire a specimen. The exact root cause is unable to be determined. Optimum retrieval of test specimens using the biopince device can be impacted by damage to the needle sets, damage to cannula tips, as well as patient physiologic factors. Pincer damage can be the result of hitting hard or calcified tissue, handling of the device during use, such as tilting the needle to extract the sample onto a slide, or during reinsertion into a coaxial needle. Argon is evaluating ways to improve the function of the biopince device. Placeholder.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
3 needles malfunctioned to tissue received and tip of needle bent. One patient died after a repeat biopsy with a different brand needle. The patient bled to death following liver biopsy.